Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.

Event description:
Possible false positive sars result for 1 asymptomatic consumer. The consumer's wife communicated that her husband has recently (past 14 days approximately) continuously tested positive with faint pink test lines. The wife also reported that the husband has since tested negative with molecular (pcr testing) and another brand's at-home rapid antigen assay. 10 additional consumer events were communicated which are captured on separate reports.